Event description:
The patient¿s mother reported that the patient experienced elevated blood glucose levels during the night of april 11, 2026, after the pod reportedly dislodged from the abdominal infusion site following approximately 35 hours of wear. Blood glucose levels reportedly increased to approximately 24 mmol/l (432 mg/dl), with ketone levels measuring approximately 1.5 mmol/l. The patient began feeling unwell, with symptoms including nausea, which prompted the mother to contact a healthcare professional by telephone. The healthcare professional advised the mother to replace the pod and administer additional insulin using a backup delivery method and prescribed an anti-nausea medication (zofran), which was picked up from the pharmacy. The mother remained in hourly telephone contact with the healthcare professional until the patient¿s blood glucose levels stabilized. No in-person medical evaluation was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.